Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. The post market trend analysis, subject matter expert (sme) review, clinical review, and marketing review indicate that a perception in specific markets has caused a consistent rate of complaints by the end user because there is no wear time requirement for the ostomy skin barrier. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on august 03, 2016. (B)(4).

Event description:
End user initially reported on (B)(6) 2016, that she developed red and itching skin under 100% of the tape border that started approximately one month prior. Based on additional information received on august 01, 2016, end user states her skin is now red and burned, and that she is also having to change the wafer frequently. She reports seeing a dermatologist who diagnosed her with allergic contact dermatitis and prescribed her a topical steroid ointment with no improvement to date.